Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non health care professional reported with a description of intraocular lens (iol) haptic shorter than the other one. Additional information received and stated that, the iol had a scratch and appeared to be fibers hanging from the lens. The patient was not hospitalized for the event and there was no patient harm.